Event description:
Surgeon made multiple drill holes with clyburn drilll bit and attempted to insert clyburn fixation pin using a powered drill without a drill guide. While attempting to insert the clyburn pin the metacarpal fractured.